Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. The customer's blood glucose level was 181 (mg/dl). It was indicated that he customer would reload the cartridge and deliver a bolus.